Event description:
It was reported that the screws on the device's wheels snapped and caused the cot to fall down to the ground. It was additionally reported that the patient fell off of the cot and was injured.

Event description:
It was reported that the screws on the device's wheels snapped and caused the cot to fall down to the ground. It was additionally reported that the patient fell off of the cot and was injured.

Manufacturer narrative:
The issue was identified to be with the cot and not the powerload, which is now identified to be the concomitant device. It was reported by the customer that allegedly the cot wheels snapped and the cot fell, injuring the patient. As a result of the injury, a stryker sr. Qae contacted the customer for further information. The customer stated that, while two users were unloading the cot, the cot load wheels broke. This resulted in a hematoma to the patient's hand and a skin injury to the leg and foot. The patient then was evaluated in the emergency department. No further treatment information was provided. As a result of the event, a visual and functional inspection was performed by a stryker field service technician. It was found that the unintended cot drop was due to the head section retractable assembly being broken/damaged. The issue was resolved for the customer by replacing the head section of the device.